Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, the touch screen is freezing. The customer stated the unit was on a patient during error, the customer reported the ventilator was removed and the patient was placed on another ventilator with no harm.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the front panel assembly and was installed into a known good test ventilator. The reported issue was not duplicated, the unit passed the touch screen calibration and work¿s with no issues. No further investigation is needed.